Event description:
Patient reported increased pain. Programmed pump to deliver clinician bolus dose; after 0.4 ml had infused, pump started ringing off air in line. Opened pump to check for air; there was none. Restarted pump; after another 0.2 ml it rang off again. Unhooked pump from patient to prime tubing to confirm functionality. There was no air. Reconnected pump to patient and reprogrammed the whole pump again; it still rang off air in line. Used a new pump because patient was in pain and required prn medications to lower bp and then required 5% albumin bolus. New pump was started with same tubing and was not reading "air in line".